Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 94% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified mid left circumflex artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst, and damage was also observed on the protector tip. The procedure was not completed due to this event. No patient complications were reported.